Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during start-up. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported event affected power to the anesthesia unit and was not a display only failure. The reported complaint will be noted during preuse testing, as contained in the user manual. The unit would not turn on, preventing use of the device. Therefore, this case was not reportable.